Manufacturer narrative:
The customer¿s experience of ¿two platen/membranes were broken which resulted in two free flow events, the bag and tubing were free flowing¿ was not confirmed in the lvp event log or replicated during testing. One device was received for this complaint file, the other suspect device had a separate file opened (pr#(B)(4)). The platen in this device appears to be the original, the manufactured date of the platen is oct2011. However, the bezel and membrane have a date code of (B)(6) 2017. The device was manufactured in 03feb2012. The customer did not return the pcu that was connected at the time of the event, therefore a log review could not be completed. The administration set and IV bag were not returned and therefore could not be tested. Testing performed on the source lvp found the device operating within specifications. During testing there were no periods of unregulated flow. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that a critical care pediatric patient was to receive versed at 0.5 mg/kg/hr. (Both concentration, bag size unknown). Prior to connection to the patient, the nurse set up the infusion and determined that the bag and tubing were free flowing to the tip of the line, and approximately 70 ml was wasted. New devices were obtained to start the patient¿s infusion. The device was not connected to the patient, and no patient harm was reported as a result of the event. Only the pump module was sequestered, and upon inspection in biomed, it was determined that the platen assembly was broken at the bottom hinge.